Event description:
Reference number (B)(4) event occurred in saudi arabia it was reported that, the patient recieved product with 1 box of damaged packaging and the packaging appeared to be misshaped. No further information available